Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-sep-2019 with the following findings: during investigation, the complaint was reported on (B)(6)2017 , according to the pump history the pump was in use until (B)(6)/2017. Therefore all bolus and delivery history has been overwritten for the time of the complaint. The pump passed all required testing for delivery accuracy and bolus calculating. 4 .isf was set to 120 . Ezbg was tested by entering bg of 240 pump bolus total calculated 1 unit. The user had 7 insulin to carb settings. The pump was tested with I: c ratio 1 unit per 12 g . 24 g were entered into ezcarb feature pump calculated 2 units.2. Pump passed all required testing for delivery accuracy and bolus calculating. Isf was set to 120 . Ezbg was tested by entering bg of 240 pump bolus total calculated 1 unit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the pump was not calculating boluses correctly. It was reported the patient's blood glucose was above 250- and below 500 mg/dl without signs or symptoms of hyperglycemia. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.